Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss for an unspecified amount of time occurred. It was determined that the signal loss was related to the mobile application. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.